Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 5.2, repeat 4.3. Customer is being trained on the inratio meter and got an initial result today of 5.2. Five minutes later, the patient re-tested and got 4.3. Therapeutic range 2.0 - 2.5.